Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Hives [urticaria]. Facial flushing [flushing]. Case description: initial information was received on 05-may-2008 from (B) (6) female patient, (B) (6), with a medical history of osteoarthritis, who experienced facial flushing and hives after receiving synvisc. The pt received a series of synvisc injections in the left knee on (B) (6) 2008, (B) (6) 2008, and (B) (6) 2008. On an unk date, the pt experienced facial flushing and hives. The pt was examined by a dermatologist and prescribed prednisone 40 mg daily. The hives are beginning to resolve. At the time of this report, the overall outcome of the patient was unk. No further info provided.